Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that five months following bilateral lasik surgery, the patient reported being unhappy with his night vision. The patient reported his vision was 'starry' at night. In a follow up, the optometrist reported that the patient had residual astigmatism, with good visual acuity. The patient reported that the 'starry vision' was present at daytime, but was worse at night, as it made light look fuzzy. Per the optometrist, the patient was informed that in spite of the residual astigmatism, an enhancement was not indicated, as his vision was good. The patient was not satisfied and said he would seek a second opinion, from a different surgeon, regarding a possible enhancement. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.